Manufacturer narrative:
(B)(4). The following was requested but no response to date. Third follow up attempt: did the patient require a transfusion? How was the bleeding controlled? What was the reason for the bleeding? How was the damage to the splenic artery repaired? If additional information becomes available and 3500a supplemental will be sent. The analysis found that one pse60a device was returned with the anvil bent upwards. Furthermore, the anvil knife slot was noted to be damaged. In addition, an ecr60w partially fired 1/2 was received; the cartridge deck was noted to be damaged as well. It is possible that the device was clamped over an excess of tissue or hard object causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional testing could be performed due to the returned condition of the device. . The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a splenectomy procedure on the first firing the device had a white reload. The device was on the splenic artery, the surgeon went to fire the device and it fired about 1/3 of the way and stopped; the device appeared to have lost power. The device was removed from the tissue using the manual override on the device. The case was completed with another device of the same product code. No buttressing material was being used. The patient lost about 1 unit of blood; the splenic artery may have been damaged. There were no patient consequences reported.